Event description:
It was reported during advancement of the device, the physician encountered resistance. However, the filter could be advanced without incident. Upon filter deployment, it was observed that the arms of the filter fully opened, but the legs did not open. This filter was successfully retrieved with a recovery cone through the jugular vein and another filter was implanted through the same access site. A significant clot burden was observed on the retrieved filter. No reported pt injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The event investigation is currently underway.